Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on an unknown date.according to the complainant, the patient experienced complications but the exact nature and date of onset of the complications are unknown.all other information is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on an unknown date. According to the complainant, the patient experienced complications but the exact nature and date of onset of the complications are unknown. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
Upn was updated from "(B)(4) - obtryx sling" to "(B)(4) - obtryx curved single system device" updated from the attorney's information to the physician's. The reported lot number, 0ml9031804, could not be verified. Consequently, the manufacture and expiration dates cannot be determined.